Manufacturer narrative:
The technician replaced the ball screw drive assembly to repair the bed.

Event description:
Information received indicates the bed goes down slowly without any action or command.